Manufacturer narrative:
An event regarding issues with the bolt disengaging from the cup involving a cup impactor bolt was reported. The event was not confirmed. Conclusions: the reported event comes from a post market surveillance survey in which the surgeon noted an inability to rotate the cup inside the acetabulum without it loosening from the bolt. The exact cause of this event could not be determined as the devices were not returned for evaluation. It is possible that the bolt was not tightened into the shell enough which caused the bolt to disengage when turned.

Event description:
Reported on the post market surveillance survey "was pleased with the locking mechanism of the broach handle but not the dual offset. He believes that the dual offset leads to off-axis force transmission resulting in a "wallowed" out broach envelope".

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown dual offset da broach handle.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Reported on the post market surveillance survey "was pleased with the locking mechanism of the broach handle but not the dual offset. He believes that the dual offset leads to off-axis force transmission resulting in a "wallowed" out broach envelope"